Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user is testing with expired test strips (7/21/2016).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 287, 173 and 130 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016,the product is stored according to specification. The test strip lot manufacturer's expiration date is 07/21/2016 (strips are expired) and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 287mg/dl (B)(6) 2016 11:30 am fasting: yes; 173mg/dl (B)(6) 2016 06:32 pm fasting: yes; 130mg/dl (B)(6) 2016 07:26 am fasting: yes; 124mg/dl (B)(6) 2016 06:56 am fasting: yes; 196mg/dl (B)(6) 2016 11:04 pm fasting: yes. Memory concerns: 287 173 196mg/dl. A back to back blood glucose test was not performed since customer's test strips are expired.